Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high and low blood glucose. Customer stated that, his sugars have been very high and then also as low as 47 mg/dl. Customer declined to troubleshoot high and low blood glucose and he was not wearing the pump and wants to return. Customer does not like the reminder of the pump being attached and always beeping at him that he has diabetes. Customer stated that, he feels more normal using the pen and has been steady since he took the pump off. The insulin pump will not be returned for analysis.